Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck device color band was chipping/fading, had an illegible etch, frozen/would not move - chuck seized, cracked, component damage and did not function. It was further determined that the device failed pretest for check pins length of cone sleeve, function of the tool coupling, drill chuck and marking and labeling. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.